Event description:
It was reported that catheter stuck on guidewire. The target lesion was located in the lower left extremity deep veins. An angiojet zelante catheter was used for thrombectomy procedure. However, during the procedure under thrombectomy mode, the guidewire was stuck in the catheter and could not move. Later, the physician tried to remove the guidewire from the catheter many times but it's coating was stuck. The procedure was completed by replacing another of same device. There were no patient complications reported the patient's status was stable. It was further reported that both guidewire and catheter were removed from patient's body when the issue occurred.

Manufacturer narrative:
E1 - initial reporter address (B)(6). B5 updated in supplemental report: additional information. Device evaluated by MFR.: the product was returned consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed no damage. No guidewire was received with the device. A .035 guidewire was used to verify functionality of the device. The guidewire was inserted into the wire lumen and passed through the tip of the device with no issues. Inspection of the remainder of the device, revealed no other damage or irregularities. The complaint was not confirmed for any guidewire issues and passed through the device.

Event description:
It was reported that catheter stuck on guidewire. The target lesion was located in the lower left extremity deep veins. An angiojet zelante catheter was used for thrombectomy procedure. However, during the procedure under thrombectomy mode, the guidewire was stuck in the catheter and could not move. Later, the physician tried to remove the guidewire from the catheter many times but it's coating was stuck. The procedure was completed by replacing another of same device. There were no patient complications reported the patient's status was stable.

Manufacturer narrative:
Initial reporter address (B)(6).